Event description:
The omnipod 5 insulin delivery device issues a sustained tone when it runs out of insulin. This is to ensure that the patient is made aware of the problem. However, when asleep, this continuous tone causes ringing in the ear for 12-15 hours after waking. I believe repeated cycles like this could lead to hearing loss. I would like insulet to address this issue.